Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. It is unknown what patient the x-rays in the ja correlate to. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: foreign: italy. G2: migliorini, f.; coppola, f.; d¿addona, a.; rosolani, m.; della rocca, f. Revision of failed short stems in total hip arthroplasty. J. Clin. Med. 2024, 13, 2459. Https:// doi.org/10.3390/jcm13092459. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The study reported 2 patients experienced hip dislocations post-revision surgery. Both dislocations were managed conservatively with repositioning in the emergency room under fluoroscopy. Neither needed additional revision surgery or experienced further dislocations. The patients remained highly satisfied throughout the study. Attempts have been made and no further information has been provided.